Event description:
A nurse reported that the vitrectomy probe had no aspiration and did not work during the vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened 25+ hypervit probe with tip protector in a tray was received for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap and port face. The sample was then functionally tested for actuation and aspiration. The sample was found to be nonconforming for actuation and conforming for aspiration. The probe was disassembled, and the components inspected. No/minimal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The probe engine was disassembled, and the components were inspected. Bottom o-ring is intact. Top o-ring has inner and outer diameter damage. Spacer was broken when removed from engine. The plastic rear housing inner diameter was gouge and plastic was roll back. Adhesive was almost down the whole top of extension. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photo attached to the file was reviewed by the manufacturing site. Photo is of a pak label, reported product and lot information is confirmed. The reported issue could not be confirmed from the photo review. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The aspiration function of the probe was conforming; however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The exact cause of the actuation failure cannot be determined from the evaluation performed. However, a manufacturing related potential contributor factor was identified, damaged was observed on the o-ring, broken spacer, and excessive adhesive on extension and cannot be ruled out for the actuation problem as reported. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the reported aspiration failure was not confirmed and an exact root cause of the actuation could not be determined. However, a non-conformance was completed for damaged o-ring, excessive adhesive on extension, and broken spacer. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).